Event description:
In 2006, the company was notified that the patient's c1 device was explanted. The patient had been a non-user. The patient reportedly did not receive benefit from the cochlear implant.